Event description:
The device could not be interrogated. The patient presented to the hospital to be treated for sepsis. Patient had been lost to follow-up. The patient is pacer dependent. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.